Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00054). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented to clinic with the device reaching premature eri. The patient has not received recent therapy from the device. The device was explanted and replaced.